Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a manufacturer representative on (B)(6)2018 that the patient had been seeing the ¿settings not available¿ screen on the controller previously. The manufacturer representative met with the patient on (B)(6)2018 for more programming and now can adjust stimulation. There was good programming after the appointment. The patient reset the controller on the night before (B)(6)2018. Last night the battery was at 40%. The patient charged to 90% and then saw a screen to call the manufacturer but there was no screen number or code documented. The patient climbed into bed and felt stimulation turn off. This was reported to be a sudden change. The stimulation showed as being set to 0.0ma. There were no falls or traumas related to the issue. It was reported that on the appointment on (B)(6)2018 the manufacturer representative was getting some kind of connection issue. The patient experienced this a couple of times where the patient programmer exceeded the limit settings starting on (B)(6)2018 and also some occasions when it felt like stimulation was turning on/off by itself. During the call, the manufacturer representative had the patient controller connected which showed that settings were not available and 0.0ma. Using the tablet, the manufacturer representative saw that it appeared the reason for 0.0ma on the controller was that not all positions had been programmed with a value. When the manufacturer representative went back to using the controller it would show the original programmed value and not the changed value. Impedance testing was performed and initially showed 2000 range but upon looking at different reference electrodes it was found that contact 2 and had values ranging from 2500-9000 ohms. Programming was set to group a program 1 with 6.0ma, 450 pulse-width, and 40 hz and program 2 at 3.8ma. Further impedance checks were done and showed that the impedance values changed depending on what position the patient was in (sitting up versus laying down). It was determined that this was likely the reason for the settings not available screen. The manufacturer representative was going to try some different programming options to optimize based on impedance to see if this could prevent or minimize the occasions when the patient saw the settings not available screen. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that there was a settings not available message on the patient controller. The patient reported that this occurred right after she unlocked the screen. The patient reported that she hadn't been around any theft detectors or had any medical tests or procedures. The patient reported that she had adaptive stimulation. The patient reported that she charged on the day prior to the report and her ins was at 80% and the controller was at 100%. The patient reported that the adaptive stimulation was active as it just adjusted. The patient was unable to increase the intensity as she was receiving the same screen, settings not available. The patient also reported that the settings seemed stronger than normal and varied on the posture. This was noted to be a sudden change in therapy/symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the hcp had not evaluated this patient since (B)(6) 2018. No further complications were reported/anticipated.